Event description:
It was reported that the patient was admitted to the ER with a possible overdose. The patient was lethargic and conscious, but was disoriented to time and place. The patient experienced restlessness, increased muscle tone and moderate discomfort. The physician gave direction to decrease the patient's dose of baclofen to 75mcg/day and prialt to 1.5mg/day for a desired flow rate of 0.25ml. The medications being delivered via the device system were baclofen, prialt and a third drug that was not confirmed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.